Manufacturer narrative:
Approximate age of device ¿ 4 years, 11 months. The pump remains in use supporting the patient. The two exchanged system controllers ((B)(4)) were returned for evaluation. The evaluation found that both system controllers operated as expected and no issues were found during functional testing. No additional event information was provided. A supplemental report will be submitted when the manufacturer's full investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient was admitted to the hospital due to driveline fault alarms. The alarm re-occurred after exchanging the system controller twice. The alarms continued and on (B)(6) 2016 the driveline fault alarm was silenced via the system monitor and the patient has remained on the third system controller. The initial system controller log files reviewed by the manufacturer's technical services representative confirmed capture of the driveline fault alarms. Submitted internal x-rays appeared to show an area of concern internal to the patient. No pump stoppages or speed drops below the low set speed limit were observed. Additional x-rays submitted on 02/15/2015 were unremarkable except for a possible suspect area externally near the system controller bend relief. It was reported that there continues to be no pump stoppages or speeds drops below the low speed limit. On 02/18/2016, a driveline evaluation was performed by the manufacturer's technical services representatives and no open wires were found. The driveline fault alarms were unable to be reproduced when manipulating and palpating the external portion of the driveline and while the patient performed body movements. The doctor declined an external driveline repair at this time. The patient remains asymptomatic.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted log files. Based on the manufacturer¿s past complaint experience and similar reported events, the confirmed driveline fault alarms could be indicative of a driveline damage; however, a full examination could not be conducted because the patient remains ongoing on pump support and an external driveline repair was declined by the account. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.